Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the root cause is undetermined and is multifactoral.

Event description:
It was reported that the plate pulled apart when expanding it. Pulled plate out and new plate was used.

Event description:
It was reported that the plate pulled apart when expanding it. Pulled plate out and new plate was used